Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros total b-hcg ii (b-hcg) result was obtained from a single patient sample when tested using vitors b-hcg reagent lot 2440 on a vitros 5600 integrated system. The vitros instrument performance is the likely contributing factor to the event. Following repeat instrument and luminometer issues being observed during troubleshooting on (B)(6) 2020, an ortho field engineer (fe) went on site to assess and optimize the performance of the vitros 5600 system. Following replacement of incubator reference system (irs) cable, interface and signal processing boards and calibration of the instrument performance is as expected. Based on sample specific data reviewed from e-connectivity, a pre-analytical sample mix- up is a possible contributing factor of the event although this can not be verified and the customer is unaware of a sample mix up. In addition, pre-analytical sample processing could not be ruled out as a contributing factor it is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. Based on historical quality control results, a vitros b-hcg reagent lot 2440 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros b-hcg reagent lot 2440.

Event description:
A customer obtained a non-reproducible, lower than expected vitros total b-hcg ii (b-hcg) result from a single patient sample when tested using vitors b-hcg reagent lot 2440 on a vitros 5600 integrated system. Patient sample result <2.39 miu/ml versus expected result of 13827 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, lower than expected vitros b-hcg result was reported from the laboratory. However, no treatment was given, changed or withheld based on the reported b-hcg result and a corrected report was issued to the physician. There was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).